Event description:
Sterile packaging was opened to find inter-seal of implant open. Patient was not effected.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual evaluation of the returned device packaging confirmed that inner blister tyvek lid was partially peeled back from the corner of the blister to the left of the peel tab. No medical records reviewed as there was no patient involvement. The investigation concluded that the inner blister tyvek lid being stuck to the outer blister tyvek lid of a tritanium hemi cluster hole cup was caused by a known packaging issue. The corner of the inner blister tyvek lid had likely adhered to the outer blister tyvek lid during the void-filling approach to sterile product packaging which allows for potential contact between the inner and outer blister tyvek lids. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change. The reported event regarding the inner and outer blister tyvek lids being stuck together of a primary tritanium hemi cluster hole cup 50mm was confirmed.

Event description:
Sterile packaging was opened to find inter-seal of implant open. Patient was not effected.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.